Event description:
Caller reported a malfunction on the pump, identified as malfunction codes 16. There was no adverse impact to the customer's blood glucose level as a result of these malfunctions. In response, cts coordinated the replacement of the pump. The customer was informed that they would receive a pump with updated software and would use multiple daily injections (mdi) as a backup therapy method.